Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the pump time was incorrect, cause was unknown. Customer's blood glucose was 600 mg/dl. Customer's friend drove the customer to the emergency room. Customer was treated intravenously with fluids of insulin and saline. Multiple follow-up attempts were made by tandem technical support; however, no response was received. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and tandem-provided wall power adapter. A new charging cable and wall power adapter was sent to the customer

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 issue was verified, but the settings-time and ac power charger-not charging, usb cable-not charging issue could not be verified.